Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The device battery status was beginning of life (bol); however, when device data was reviewed, an irregular pattern of battery discharge was noted. Testing confirmed the presence of a high current draw. The device case was removed to facilitate inspection of the internal components. Detailed analysis determined the high current draw was a result of a leaky capacitor. This high current draw resulted in the observed premature battery depletion.

Event description:
The device was explanted and replaced without incident.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months ago the estimated longevity of this pacemaker was 9.5 years. Recent interrogation noted that the estimated longevity had dropped to 3.5 years. The physician expressed concern regarding premature battery depletion (pbd). A copy of the device¿s memory was preserved for analysis. Boston scientific technical services (ts) confirmed that the device¿s battery is depleting faster than expected and recommended device replacement. No adverse patient effects were reported.